Manufacturer narrative:
The product was not returned. Product history records were reviewed. And the documentation, indicated the product met release criteria. There are no other complaints in this lot. The product investigation could not identify, a root cause for the reported complaint. Consumer called to discuss statistics about glare and halos with reported lens. Consumer indicated, intention of discussing options with surgeon. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and halos and was unable to drive at night" additional information has been requested and received stated that seeing rings around lights and headlights are misleading at night. There are two medical device reports associated with this event. This report is associated with the right eye.